Event description:
It was reported the programmer rf (radio-frequency) head would not detect a device when attempting to interrogate. Two different programmers were tried, without success. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head would not detect a device when attempting interrogation, the head failed uplink tests, therefore the cable was replaced. Analysis also found that the rubber portion of the head label was gone, therefore, the label was replaced. The head then passed all final electrical testing as well as a bench systems test. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head would not detect a device when attempting to interrogate. Two different programmers were tried, without success. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).